Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the needle broke while using bd perisafe¿ epidural anaesthesia kits. There was no report of patient impact. The following information was provided by the initial reporter: "the needle is broken while withdrawing from patient."

Event description:
It was reported that the needle broke while using bd perisafe¿ epidural anaesthesia kits. There was no report of patient impact. The following information was provided by the initial reporter: "the needle is broken while withdrawing from patient."

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 9345392. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately, a sample could not be obtained for evaluation and testing. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.